Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose over 600 mg/dl with diabetic ketoacidosis with the following symptoms associated with an inaccurate delivery issue: large ketones, strong, fruity breath, rapid, deep breathing, abdominal pain, extreme drowsiness, polydypsia, polyuria, nausea, symptoms of dehydration, shortness of breath, vomiting, difficulty waking up, and confusion. Reportedly, the patient discontinued the insulin pump and remained hospitalized at the time of the call. The reporter stated that the patient was treated by their healthcare provider with IV glucose and IV fluids. During troubleshooting with customer technical support, it was revealed that the basal history did not match the active basal program. This complaint is being reported because the patient allegedly experienced a serious bg excursion because of an inaccurate delivery issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.